Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system xray live display error. Upon some functional test fse confirmed that there was a malfunction with the cable connection. Fse reseated the cable and checked the live display. After reseated the cable the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a x-ray live display error. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.